Manufacturer narrative:
Following examination of the device, it would appear the damage was likely a direct result of the locking ring assembly being incorrectly installed during placement by the doctor.

Event description:
During surgery, the doctor could not thread the locking collar on to the reduction head, doctor removed the reduction head and continued the surgery with another reduction head. Surgery completed with no further incident except for delay of approx a few seconds to change the reduction head.